Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 05 and 06 was failed to open when assigning items and during training. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer 05 and 06 was failed to open when assigning items and during training. A field service engineer confirmed no light emitting diode lights were observed on the back of the module board, replaced the module board; however, upon powering on the station, the entire unit shut down, isolated the issue by disconnecting drawer 5 from the controller board, after which the station powered on successfully, replaced the controller board, which resolved the issue. The customer tested the drawers and confirmed proper functionality with no further issues. The system functioned as intended after the field service engineer repaired the device.